Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. The patient described the area as lifevest rubbing skin chaffing area causing open wound from heart surgery incision. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the open wound. The outcome of the irritation is unknown as follow-up attempts were unsuccessful.